Event description:
It was reported the patient no longer felt stimulation. The neurostimulator was explanted. The physician was not sure whether the stimulator was depleted or not. The stimulator was not replaced. No patient injury was reported.

Manufacturer narrative:
The neurostimulator and extension were retuned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.